Event description:
The facility representative reported a flogard infusion pump with a failure code of 22. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported problem of "f-22" was confirmed during evaluation. The cause of the problem was a connector cn851 that was not properly connected. The connector cn851 was properly re-connected to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.